Event description:
The complainant reported that a female pt had undergone the implant of a advantage sling system (date of implant unk) to relieve urinary incontinence. For three months subsequent to the surgery, the pt experienced difficulty voiding. The physician tried to allow time and less aggressive methods to solve the urinary retention problem. During this time, the pt performed intermittent self catheterization, but there was no pt improvement and the postvoiding residual (pvr) was still high. In 2009, the doctor performed an additional surgery on the pt, and cut the advantage mesh under the mid-urethra in an effort to relieve the pt's urinary retention. At about six days later, the physician said that "after the tape release, she has reported no retention and so far no incontinence".

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date can not be determined. There is no evidence that the device was not used in accordance with the labeling. The risk of this problem is noted within the labeling. At this time, the device remains implanted in the pt, and therefore is not being returned for eval. A failure analysis is not available and we are unable to determine the relationship between the device and the cause for this event.